Manufacturer narrative:
Additional information was provided in b.5., d.9., d.10., h.3., h.6. And h.10. The lens was returned posterior surface up in the lens case, positioned incorrectly. Dried viscoelastic was observed on both sides of the lens. Both of haptics were broken inside the haptic insertion area. The lens was cleaned with klrp (klotho-related protein) for further evaluation. Scratch was observed on the posterior surface of the optic. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used. A non-qualified viscoelastic was used. The reported broken haptic damage was observed. The root cause may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm (millimeter) optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been requested and received stating that the cartridge/lens was not loaded into company handpiece/injector.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon attempted to load the iol into the cartridge after removing it from the packaging, the lens haptics appears to be broken. There was no patient contact, and the procedure was completed on same day. Additional information has been requested.